Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial ingrowth in the right eye (od) on a 6 week post op exam. A brief description from the surgery center discovered epithelial ingrowth after a flap lift enhancement treatment on a 6 week post exam. There was no central noted but there was a significant amount of inducing cylinder causing a decrease in the visual acuity. The patient¿s chief complaint was of blurred vision on the od and was not content. The flap was lifted to remove the epithelial ingrowth. Pre-op best corrected visual acuity (bcva) from (B)(6) 2016: right eye (od) pre-op 20/15 -1.25 x -.25 x 130, left eye (os) pre-op 20/15 -1.25 x -.25 x 120. Post-op bcva from (B)(6) 2017: right eye (od) post-op 1.50 x -2.25 x 8.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.